Manufacturer narrative:
(B)(4). Although it is unknown if the product contributed to the reported event, we are filing this report for notification purposes. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that patient underwent an unspecified procedure due to spinal canal stenosis. Post-op, infection or a new spine inflammation after the surgery was observed. Patient underwent revision surgery and product was explanted for suspicion of infection. The patient was transplanted an autologous bone in the revision surgery. The product came in contact with the patient.